Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified teflon pad damage on the clamp arm. A broken piece measuring approximately 0.108¿ x 0.374¿ in size was not returned for evaluation. The instrument was further investigated and an unrelated observation (mechanical indentations on the blade) was identified. Damaged blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Both failures identified were attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the image of the harmonic ace instrument identifies a dislodged teflon pad. A system log review using the given system name sk4148 identified that the last system usage was on (B)(6) 2022 and no procedure logged on the reported event date of (B)(6) 2022. A review of the instrument log for the harmonic ace instrument lot# l90210822 / sequence 0307 yielded no result. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted gastrointestinal surgical procedure, the "white gasket" on the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. Failure analysis confirmed teflon pad damage and a missing piece was not returned for evaluation. Fragments falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted gastrointestinal surgical procedure, after 35 minutes into the operation, the customer noted that the "white gasket" on the harmonic ace instrument scalpel jaw suddenly fell, and there was a message indicating the instrument had a failure. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of a different kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument did not collide with any other instrument or hard material during the surgical procedure. The customer reported that the whole "white chip" fell inside the patient and the entire piece was retrieved during the same procedure. The patient has not returned to the hospital, there was no report of post-surgical complications related to retaining a potential foreign object.